Manufacturer narrative:
The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
PICC stylet snapped upon removal of the stylet. There was minor resistance with removing stylet. Stylet remained inside patient as part of broken catheter, patient had to be sedated and prepared for insertion of a new line- pieces of line measured for full 30cm was out of patient.

Event description:
PICC stylet snapped upon removal of the stylet. There was minor resistance with removing stylet. Stylet remained inside patient as part of broken catheter, patient had to be sedated and prepared for insertion of a new line- pieces of line measured for full 30cm was out of patient.

Manufacturer narrative:
The complaint has been submitted to vygon germany, which is where this part was manufactured, for evaluation. The investigation summary is as follows: a catheter sample was received with the stylet still stuck in the y-piece. The catheter tube is divided into three parts. The middle section was separated distally at approximately 4.3 cm and proximally at approximately 7.5 cm. Microscopic examination of the cross-sections revealed relatively smooth surfaces, typical of mechanical damage. The stylet had not detached from the y-piece but had snapped approximately 14 cm from the distal end, 15.5 cm distal to the y-piece. Both distal and proximal to this break, the stylet exhibited a wavy shape. Microscopic examination revealed that the green teflon coating on the stylet had been partially scraped off. Based on similar complaints in the past, we know that users sometimes wrap the stylet around clamping forceps or apply additional force to remove it, which can contribute to such damage. The user obviously had stylet removal issues. The following information is provided in the product IFU regarding stylet removal. Caution: if the difficulty is experienced removing the stylet stop, let vein rest for a minute, and try removal again very slowly. Gentle flushing of the catheter with saline may assist in stylet removal. A review of the component batch history records; no deviations were found. The batch complied with their specifications and was released accordingly. Each catheter is flow and leak tested during production as part of quality control process. The tensile force and dimensions of catheter and set components are randomly checked. The tensile force for the involved stylet batch involved was between 19.7 n and 25.7 n and fully met our specification (min. 9 n). The tensile force for the two catheter tube batches involved was between 5.81 n and 9.48 n, which also met our specification in accordance with iso 10555-1 (min. 3 n). A review of vygon USA's complaint data over the past two years indicates that this is the first reported snapped stylet for lot 24f006d. Corrective action: based on the investigation, there are no indications of a manufacturing fault, and no further corrective action has been initiated by quality management at this time. However, both vygon germany gmbh and vygon USA will continue to monitor this type of issue and escalate it appropriately if any trends develop.